Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak. Upon follow-up, the rn confirmed the reported event and stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with both minor and major blood leak alerts. The blood leak was visually observed within the dialyzer fibers. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During gross visual examination, a potted fiber fragment was observed at approximately 45°, with the dialysate ports at 0°, on the non-cavity ID end. Under magnification of 20x, the fiber fragment was found to be flush with the pu surface. An opposing end was not identified. There was no other damage or irregularities noted on the returned sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. The investigation into the complaint was able to confirm the reported event. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported a dialyzer blood leak. Upon follow-up, the rn confirmed the reported event and stated an internal dialyzer blood leak occurred immediately after initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with both minor and major blood leak alerts. The blood leak was visually observed within the dialyzer fibers. Blood test strips were used and tested positive for the presence of blood. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machine has remained in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.